Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Upon some functional tests equipment is received with startup problems. The fse relocated the hard drive and did some tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not booting up. Philips has started an investigation of the complaint.